Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure could be due to "missing or incorrect labeling or instructions for use.¿ it was unknown whether the device had met specifications. The product used for the treatment and diagnostic purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. A labeling review was not completed because the complainant alleged an event which the user could not reasonably cause (two sets of conflicting instructions packaged with the product). Hence, labeling review was therefore not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the customer claimed to have two different IFU¿s for the temperature sensing foley in the same package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer claimed to have two different IFU¿s for the temp sensing foley in the same package.